Event description:
Additional information reported that the rv lead was explanted and replaced with a competitor's product. No additional adverse patient effects were reported.

Event description:
Laboratory analysis of the lead confirmed a lead insulation damage which contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low pacing impedance was observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. Additional information indicated that the abnormal impedance measurements were suspected to be due to insulation issues with the lead. More frequent patient monitoring was planned. No adverse patient effects were reported. The device and lead remain in service.